Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle did not fully deploy, indicating a needle mechanism failure. The pink slide moved forward; however, the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was not worn. No treatment information was reported.